Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that before a clinical case, the site had went to use the navigation system and the main cart had shut down, but the camera cart stayed powered on with a no video input. The site had grabbed another system and went forward with the case. The manufacturer representative was able to plug the system in and replicate the issue. It was noted that after being plugged in and powered on for 5-10 min the system was working as intended and passed its test in admin. No patient was present at the time of the event. The outlets that were used were functional and tested with the other navigation system.

Manufacturer narrative:
The battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned battery was depleted upon return, as it only measured 1.838 vdc. This is usually a sign of a uninterruptible power supply (ups) with charging circuit issues or blown fet's. There was no ups returned so this could not be confirmed. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.